Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon switching from the short cautery tip to the long cautery tip, the surgeon noted that the short tip was stuck. Further investigation revealed that the plastic (guarded) portion of the cautery tip had come loose and fallen off to the floor. The remainder of the cautery tip was passed off to nursing staff. The cautery tip was then examined by nursing staff where it was discovered that a small piece of the blue (insulated portion) of the cautery tip was missing. Surgeon notified by nursing staff. No x-ray performed to look for potential retained piece because portion would be too small to be identified or seen on x-ray. There was no patient injury.